Manufacturer narrative:
(B)(4), the distributor of the lift, were notified of the incident by the customer. (B)(4) inspected the lift and performed preventive maintenance verifying the lift was safe to use. The lift performed as expected and was put back in service. The user facility was unable to determine the cause of the patient's fall from the sling. Per the user facility report they used an extra large sling, which was larger than required based on the patient's weight. The instruction guide for the sling states, ¿it is important to choose the correct size in order to achieve the highest level of comfort and safety. A sling which is too large increases the risk of the patient sliding out of it, while one which is too small can cut into the groin and cause discomfort.¿ hill-rom has requested the return of the sling for investigation, but it has not been returned at the time of this report. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. If additional information becomes available a follow up report will be filed.

Event description:
Hill -rom received a report from the account stating the patient fell out of the sling when being transferred from the bed to wheelchair. The patient hit his head on the leg of the lift. Patient was transferred to the hospital with a head injury. Patient died the day after the incident, (B)(6) 2015. The lift was located in patient room. This report was filed in our complaint handling system as (B)(4).